Manufacturer narrative:
Additional information was received that the patient's pain and walking issues were associated with a recent cervical implant unrelated to surgery. The physician believed that the symptoms were not device related.

Event description:
A report was received that the patient was experiencing increasing severe pain going down her legs. It was also mentioned that the patient could not walk and concerned about the ipg pressing on a nerve.

Event description:
A report was received that the patient was experiencing increasing severe pain going down her legs. It was also mentioned that the patient could not walk and concerned about the ipg pressing on a nerve.